Event description:
Phlebotomist entered pt room to draw lab specimen from broviac line. In process of drawing blood from line, broviac was discovered to be broken. Broviac line appeared to have been twisted/kinked and was torn on the narrow portion of line, just below the clamp, proximal to the patient. A nurse was able to step into the room and lend a hand by clamping the line with a pair of hemostats and turned off the infusing tpn/lipids. Pt was cleaned up and md was made aware of situation. Md came and assessed and contacted pediatric surgeon to assess the line. Pediatric surgeon assessed line and determined that the best plan was to repair the broviac rather than replace. Per mom, this broviac has had three prior repairs.